Manufacturer narrative:
(B)(6) the lot was manufactured december 12, 2014-december 13, 2014. The device was evaluated in dublin compounding facility. Visual inspection verified white floating particles in the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had white floating particulate matter. The device was compounded with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.